Manufacturer narrative:
Unit received with constant rf pic failed selftest alarm due to a faulty y1 on the rf board.

Event description:
The customer reported via phone call that their insulin pump had an rf pic failed selftest. The customer¿s blood glucose was unknown. Customer states they are able to rewind the pump. Customer was able to successfully clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.